Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 42 mg/dl. The customer declined troubleshooting. The customer states the issue is with the sensor not calibrating. The sensor readings descend while the blood glucose levels ascend. The sensor will be returned for analysis.